Event description:
The user facility reported that during a case preparation, the automated impella controller, (aic) unit displayed a controller failure error. A replacement loaner was sent to the facility. No patient is involved.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. After data log review and device analysis it was concluded the root cause was defective a purge pressure sensor. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05120.